Event description:
New information received noted that the previously programmed off left ventricular lead was explanted on (B)(6) 2019. A new lead could not be implanted due to patient anatomy; the lv port was plugged. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon device interrogation, the left ventricular lead exhibited loss of capture in all vectors. The lead was programmed off. Chest x-ray revealed the lead had dislodged. The patient was in stable condition and did not have any complaints.